Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to an unknown reason. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental report was created to capture additional information. There is no allegation with the lead. This does not meet reportable criteria.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to an unknown reason. A new lead was implanted. No additional adverse patient effects were reported. Additional information received which indicated that the lead was surgically abandoned due to heart failure.